Event description:
It was reported that a patient experienced air in the lines of a homechoice cassette. This occurred during setup for automated peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. The hp would start over with new supplies. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Device manufacturer address 1: the device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.